Event description:
It was reported that the pod slipped under patient's buttock and burned patient. (B)(4).

Manufacturer narrative:
Draeger is still investigating the reported incident. A follow-up report will be submitted as soon as the investigation has been completed.

Manufacturer narrative:
The cited multimed 12 lead pod system was returned to the manufacturer for evaluation. The cited pod was system and safety tested and it was found that the cited material passes all tests without error. The pod and ECG cable functioned as intended, no problems have been found with the device. In addition, there was no indication of unusual heat coming from the pod during the entire testing period. It was concluded that the overheating was due the pod not receiving proper ventilation during the event. The IFU states in the 'warnings' that the pod must not be covered by blankets and bed sheets to prevent overheating of the device. The investigation report gives the hint that mounting hardware is available, so the device does not reside with the patient in the bed. The reported case is an isolated event.